Manufacturer narrative:
Findings: unit passed the rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. Unit received with intermittent buttons due to moisture damage at keypad traces. Unit received with cracked case at display window corners and display window. Unit received with minor scratched lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 260 mg/dl at the time of the call. The customer also stated that they had issues with the keypad responding slowly. Customer states they are able to complete the rewind sequence. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.